Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a proglide device using the pre-close technique with an 8f sheath prior to a stent graft interventional procedure. Reportedly, a cuff miss occurred as there was calcification noted at the puncture site and the needle plunger could not be pushed "successfully" down when the device was deployed in the 2 o'clock position. The sutures of two new proglide devices were successfully pre-placed, one in the 4 o'clock position and the other in the 10 o'clock position. The stent graft interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report additional information/clarification was received: the plunger could not be pushed all way down until the collar of the plunger made contact with the proximal end of the body of the device due to resistance and therefore a cuff miss occurred.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.